Event description:
On (B) (6) 2008, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On an unk date, a f/u ultrasound revealed a type I endoleak caused by device migration. The trunk-ipsilateral leg component migrated distally approx 12 mm. The physician stated this was due to slight over sizing of the endovascular device. On (B) (6) 2009, the pt underwent a reintervention where an aneurx cuff was implanted. The type I endoleak was resolved and the pt tolerated the procedure. On (B) (6) 2010, the pt had a f/u computed tomography angiogram which revealed a type ii endoleak. No reintervention is scheduled.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to gore excluder aaa endoprosthesis instructions for use, determine accurate size of anatomy and proper size of trunk-ipsilateral endoprosthesis. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of pt anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak.